Manufacturer narrative:
This report is submitted on may 19, 2020.

Manufacturer narrative:
This report is submitted on 27 february 2020.

Event description:
Per the patient's surgeon, the device was explanted on (B)(6) 2020 due to extrusion of the receiver-stimulator and a performance decrement with device use. The patient was re-implanted with a new device during the same surgery.